Event description:
It was reported that the device had not been working well. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded by the facility.